Event description:
Low anterior resection. Surgeon fired cs33 dlu. Unable to re-open dlu from tissue using remote control after unsuccessful firing. Used manual release to remove from colon. Anastomosis reportedly fell apart. Unformed staples were observed by surgeon. Knife cut through both segments of colon but no formed staples appeared present. A colostomy was created and patient was given colostomy.